Event description:
It was reported that approximately one year post rx acculink stent implantation in the left internal carotid artery, the patient experienced 2 episodes of left eye amaurosis and was found to have 80-99% in-stent restenosis (isr). Percutaneous transluminal angioplasty using an embolic protection device (pta/epd) is scheduled for (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.